Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter of the extractor balloon broke in half and detached in one piece inside the patient. Reportedly, the detached fragment was retrieved and nothing was left inside the patient; however, it is unknown how the fragment was retrieved. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken and stretched. Kinks were also identified along the shaft. No other defects were found. Based on the condition of the returned device, the reported failure of catheter broken was confirmed. This issue of the catheter broke most likely occur during device removal from the scope as stretch marks were found on the catheter are consistent with excessive removal force. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter of the extractor balloon broke in half and detached in one piece inside the patient. Reportedly, the detached fragment was retrieved and nothing was left inside the patient; however, it is unknown how the fragment was retrieved. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.